Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two retains from the reported lot number were tested per specification and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. An approved project is in place to further address issues with sets which are unable to prime and backflow during secondary infusion with IV sets. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: secondary freeflow. Detailed inquiry description: customer called to report that she believed her secondary mag infusion freeflowed into her patient. She stated that she had a primary bag hanging that was not freeflowing and she clamped the tubing but the secondary continued to freeflow. No patient injury occurred. I encouraged her to change her primary bag as the secondary likely freeflowed into her primary.